Event description:
Customer reported that she had been experiencing high blood glucose levels throughout the day of the call. Blood glucose level was 411 mg/dl at the time of the call. Customer reported that her blood glucose level had been high since she performed a set change. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.